Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed a pump stop event; however, a specific cause for the observed events could not be conclusively determined through this evaluation. Three computed tomography (CT) scans were submitted by the account for review. These CT scans were unremarkable and revealed no areas of concern on the patient¿s driveline. Evaluation of the submitted log file confirmed a pump stop on (B)(6) 2022 at 06:03:31 that lasted for approximately 5 seconds. At this time low speed advisory, low speed hazard and low flow hazard alarms were triggered. These events occurred when the patient was connected to the power module. Other than these alarms, no other atypical events were captured. Based on complaint history and similarly reported events, the low speed and pump stop events captured in the log file are potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the events cannot be conclusively determined through this evaluation. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. B and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU addresses all pump parameters and explains that pump flow is estimated from pump power. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition such as hypertension. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿caution!¿, further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the short to shield was not confirmed. The customer was advised to have a shorter follow-up interval with the patient. As of (B)(6) 2023 no further alarms or incidences were reported. The log files were uneventful.

Event description:
It was reported that the patient experienced a sudden pump stop on (B)(6) 2022 that lasted for about 5 seconds until the pump was running again. Log files were analyzed and x-rays were taken. The patient had a suspected short to shield.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.